Manufacturer narrative:
The insulin pump was reset with correct time/date and monitored for five days and no time/clock anomaly noted. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It is reported that a customer had issues with the time and date on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that every time they change the date the insulin pump will push the time to go an hour ahead. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.